Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial tachycardia/atrial fibrillation episodes were observed due to possible lead noise on the atrial channel during a follow-up in clinic. The patient was asymptomatic and programming changes were made.